Event description:
Healthcare professional reported, a left side rupture. And capsular contracture, baker grade IV. MRI report observed, "increase in the folds of the left prosthesis with peri prosthetic liquid collection". Device has been explanted and replaced with a non-allergan device.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma-late, rupture and capsular contracture. Continued h6 (health effect): f15.

Event description:
Healthcare professional reported a left side rupture and capsular contracture, baker grade IV. MRI report observed "increase in the folds of the left prosthesis with peri prosthetic liquid collection". Device has been explanted and replaced with a non-allergan device.

Event description:
Healthcare professional reported a left side rupture and capsular contracture, baker grade IV. MRI report observed "increase in the folds of the left prosthesis with peri prosthetic liquid collection". Device has been explanted and replaced with a non-allergan device.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ rupture: observed a broken-on posterior assessed as an unidentified (tear) opening (shell thickness within spec) and missing shell observed assessed as inconclusive. ¿ capsular contracture: unable to observe since it is not related to the device. ¿ seroma-late: unable to observe since it is not related to the device. ¿ crease/folding of implant: crease fold observed on the device. Additional observations: ¿ no other observations observed on the device. No further actions are required as the device was implanted.

Event description:
Healthcare professional reported a left side rupture and capsular contracture, baker grade IV. MRI report observed "increase in the folds of the left prosthesis with peri prosthetic liquid collection". Device has been explanted and replaced with a non-allergan device.

Manufacturer narrative:
Device evaluation: visual analysis of the photographs identified: ¿ capsular contracture: unable to observe since it is not related to the device. ¿ rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. ¿ seroma-late: unable to observe since it is not related to the device. ¿ crease/folding of implant: crease fold observed on the device. No additional observations are performed. No further actions are required as no manufacturing issues are observed.

Event description:
Healthcare professional reported a left side rupture and capsular contracture, baker grade IV. Device has been explanted and replaced with a non-allergan device.